Event description:
Procedure: lap gastric bypass. Patient sex: unk. According to the reporter: at the end of the procedure, they introduced dyed liquid in order to check possible leakage through the stomach cavity. They saw there was leakage of the dyed liquid through a hole of approximately 1cm diameter where the staples were observed to be "open." The surgeon proceeded to open the pt to suture this hole which delayed the surgery about 2 hrs. The pt was given antibiotics in order to avoid the suture to be infected.